Manufacturer narrative:
Device evaluated by MFR.: a 12x8x75 mustang device was returned for analysis. A visual examination identified that the balloon was not folded which indicated that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 13mm proximal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified damage to the tip of the device. This type of damage is consistent with excessive force being applied to the device when attempting to cross the lesion. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. Vascular access sites were obtained via ultrasound guided puncture in the left popliteal (pop) vein and the right femoral vein. The target lesion was located in the lower left limb vein. After the guidewire vessel sheaths were placed, a guidewire crossed the lesion and upon reaching the vena cava, the physician placed a filter. The guidewire in the left pop sheath was used for an angiogram in the lower lumen. After the amplatz guidewire was replaced, an angiojet catheter was advanced through the guidewire for power pulse and thrombectomy and the device was withdrawn. The physician then advanced a 12.0 x 80, 75cm mustang balloon catheter through the guidewire for dilatation. However, during the first inflation, there was loss of pressure despite several attempts. The connection was checked and there were no issues. The balloon was removed and it was noted that the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Event description:
It was reported that balloon rupture occurred. Vascular access sites were obtained via ultrasound guided puncture in the left popliteal (pop) vein and the right femoral vein. The target lesion was located in the lower left limb vein. After the guidewire vessel sheaths were placed, a guidewire crossed the lesion and upon reaching the vena cava, the physician placed a filter. The guidewire in the left pop sheath was used for an angiogram in the lower lumen. After the amplatz guidewire was replaced, an angiojet catheter was advanced through the guidewire for power pulse and thrombectomy and the device was withdrawn. The physician then advanced a 12.0 x 80, 75cm mustang balloon catheter through the guidewire for dilatation. However, during the first inflation, there was loss of pressure despite several attempts. The connection was checked and there were no issues. The balloon was removed and it was noted that the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.